Manufacturer narrative:
The actual device or magnified photos of the broken device were not provided for review. No sterile devices from the same finished good lot were available for testing/review. A retained sample from the device history record was evaluated. No defects or abnormalities were observed on the needle component. The component met all requirements for this size/type needle device. The review of the manufacturing records/device history records confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. Damage to the needle component has occurred when removing the device from the packaging or while preparing the device for the procedure. The needle edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface, tough, thick skin, gum tissue, teeth or if grasped incorrectly with a needle holder or forceps. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device, testing sterile devices from the same finished good lot or receiving details regarding the method utilized to remove the device from the packaging, tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
The doctor found the needle attached to the barbed suture was broken during the operation process.